Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device shows an error indicating the ac power is disconnected when plugged in and shuts down on its own. For this reasom the data from the device can't read the error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. No repairs were performed. The device will be scrapped per the customer's request.